Event description:
It was reported that the pt's sister-in-law was removing the catheter, met resistance, and when they pulled out the catheter, there was no black tip. Pump functioned properly and pt is doing great. Removal of distal portion is not anticipated.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval and investigation at the time of the report. Without the actual product a complete analysis cannot be conducted. The device is expected to be returned for eval. It was reported that there was resistance noted during catheter removal and the distal portion of the catheter broke in the pt. Based on this info received, the technique used in the removal of the catheter may have contributed to the reported incident. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). The pt guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). The directions for use (dfu) (1306078, rev. C) clearly provide cautions and directions on catheter removal if resistance is encountered. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.